Manufacturer narrative:
Alternate phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex m100 set, a crack in the filter and leaking saline were observed. It was reported the patient was connected ; however, it was not reported at what point in therapy the event occurred. It was reported a new set was reloaded. There was no report of patient injury or medical intervention associated with this event. No additional information is available.